Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the pump not working well. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the pump not working well. A patient outcome of stable was reported.

Manufacturer narrative:
D4 device information updated. Implant date updated. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has wear in the cylinder body; no leaks were found. Both cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested. Pump failed deflation and activation test. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000094382 and it respective container 22024974, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.